Event description:
Device 1 of 3: ref MFR report #s: 1627487-2012-06202 and 06203. The pt has an scs system for off-label use. The pt also has two leads (from the same lot). On (B)(6) 2012, the pt's ipg was repositioned due to discomfort. It was also reported the pt has been experiencing a burning sensation while recharging the ipg. The pt is also experiencing discomfort and itching at the lead site. Headaches, neck stiffness, and difficulty urinating occur when stimulation is on. The pt is scheduled to undergo surgical intervention on a later date. On (B)(6) 2012, st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.